Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third party service center for investigation. External examination of the unit found scratched ui panel. Internal examination found visible foam particles inside the blower kit. No other contamination was observed in the device. The device was powered on and is functional. The device's downloaded event log was reviewed by the third party service center and 0 errors were logged. The manufacturer confirmed the third party service center found evidence of sound abatement foam degradation.

Manufacturer narrative:
In box b, box g and box h sections was updated/corrected. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer previously reported the following information listed in quotes in error "repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information". Please note that following further review of complaint information it was determined that the device was already returned and evaluated. The service center found evidence of foam degradation. **UDI related data quality updates only** the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format. In this report, box d, e, h has been updated/corrected.